Event description:
A cartridge change error was reported with the pump. The customer's blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), so there was no adverse impact. Technical support instructed the customer to inspect and clean the pump's components, resulting in the successful loading of the cartridge and resumption of insulin therapy.